Manufacturer narrative:
Due to character limitation in e1 for event site telephone, the full event site telephone is+(B)(6) a supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit's display was flashing. No patient harm or injury reported.